Event description:
It was reported that when the device was used during a total knee replacement th staples fired sideways when deploying from the device. Another device was used to complete the case with no consequence to the patient.